Manufacturer narrative:
Qn#(B)(4). The actual device was not returned for evaluation. The manufacturing site reports "patients not getting volumes was highly suspected due to the leakage in the device or connection of the device. However since there was no device return the root cause of this defect could not be determined. In current manufacturing procedure, 100% leak testing and visual inspection after assembly process are conducted. Thus, any ineffective products will be culled out during this process. Therefore, it is very unlikely condition at the manufacturing area that the leak product to be released for shipment. There was no change of material for the product since it was introduced to the market."

Event description:
It was reported "decreased tidal volume with use of the hme. Therapy was delayed/interrupted, and medical intervention was necessary. Patient desatted < 88%. The hme had to be changed out to a different kind". Patient condition reported as "stable".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "decreased tidal volume with use of the hme. Therapy was delayed/interrupted, and medical intervention was necessary. Patient desatted < 88%. The hme had to be changed out to a different kind". Patient condition reported as "stable".